Event description:
Reporter states the rear caster tracker lever lockout does not lock out. As reporter was going up a curb cutout at an angle the chair tipped over and reporter broke reporter's collar bone on one event and reporter's ankle on a second event. Both incidents happened as reporter was going up curbs.